Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged 0222-200 serial/batch number (B)(6) was received for evaluation. A visual evaluation revealed that the device tip was broken off. Corrosion was observed on the laser marks. The threads at the proximal end were bent. Scratches and marks were also noted on the shaft, and the shaft length was bent. Functional testing cannot be performed as the device was broken when received. The most likely cause of the reported failure is the device's wear and tear after many re-processings and uses.

Event description:
On 02/21/2025, a sales representative reported via (B)(4) that an 0222-200 flexible reamer shaft broke. This occurred during a case where the piece was recovered and the case was completed with no issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.